Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (australia) is experiencing pain at the ipg site. The pt reports the pain feels as if the tissue surrounding the ipg has bounded to the device. Details regarding the next of action in this matter have not been disclosed.